Event description:
The complainant reports when attempting to fill the oxygen reservoir the oxygen tubing 'disconnected from the mask.' The complainant further reports the oxygen tubing disconnects easily 'with the hands.'

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves three lots, therefore a separate FDA form 3500a will be submitted for each lot.